Event description:
A medtronic rep reported that during a cranial surgery, the synergy cranial application exited while adjusting "view settings" in navigate. The software exited a second time while trying to cycle views. During the second involuntary application exit, received an error message saying, "em interface error". Procedure was an optical biopsy. System was restarted both times and the case was able to proceed with navigation. The surgeon completed the procedure with the use of the stealthstation. There was no impact on the pt outcome.